Event description:
Reported infiltration. Rec'd report of a pt in surgery with solumedrol (dose and rate unspecified) infusing into an unspecified hand. It was reported that the IV site infiltrated. According to the customer contact, the pt required one surgery on pt's hand, and may need another surgery for grafting. The customer contact states that the event was "an infiltration not an occlusion" and the pump "did what it was supposed to do. I think they blew the vein." Though requested, no further info was available.